Event description:
As reported, the display screen on the autopulse platform (sn (B)(6) was faded and hard to read upon powering the device. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the display screen on the autopulse platform (sn (B)(6) was faded and hard to read upon powering the device was confirmed during the visual and functional inspection. The root cause of the reported complaint was the defective lcd screen, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in august 2010 and is over 14 years old. The lcd was found faded and hard to read during the functional testing, confirming the reported complaint. However, the platform passed the preliminary functional test with no issues. The lcd was replaced to address the reported complaint. Following the service, the autopulse platform passed the run-in test without fault or error. The autopulse platform passed the final test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).